Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification. Reportedly, customer filled the cartridge with 100 units. Customer added insulin to the cartridge and completed the load process. Additionally, it was reported that the customer received a cartridge alarm during the load process. Customer was successfully able to load a new cartridge and resume insulin delivery. The customer's blood glucose was 223 mg/dl.